Event description:
Reporter indicated that vns patient can no longer feel device stimulation and no longer experiences voice change during stimulation cycles. The patient reportedly feels magnet mode stimulation, but does not feel normal mode stimulation, even when it is set to the same output current as the magnet mode stimulation, device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of life. The patient's family member indicated that the patient's device settings were recently increased and that stimulation after the increase "knocked them down" and they couldn't breathe, they coughed and they could hardly talk since the parameter adjustment. The patient reportedly felt normal mode stimulation 4 times in a row following the increase in parameters and hasn't felt it since. The patient's family member believes that the device is not functioning properly. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether the device is functioning properly.